Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Analysis was requested and the results showed that the device has right ventricular (rv) in beat to beat mode and was currently suspended at 3 and a half volts. Normally the right ventricular (rv) threshold was less than half that. The device right ventricular (rv) percent pacing showed an abrupt change from 100 percent pacing to about 40 percent now and this corresponded to a time of a recent follow up visit. The change in power consumption may be caused by the device being in suspension and the change in percent pacing. The device remains in service. No adverse patient effects reported.